Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. MDR 9618003-2019-08004 / device 5 of 10. (B)(4).

Event description:
It was reported by the product end user that the product's "starter hole is off-centered". The product issue was noted prior to use, no harm reported. No photographs received by the complainant depicting the reported complaint issue.